Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site revealed that that two weeks post ventricular assist device (vad) implant, the patient had a seizure overnight likely due to a benzodiazepine withdrawal. The patient was started on lorazepam and keppra with improvement in symptoms. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post ventricular assist device (vad) implant, the patient had a seizure overnight. Neurology was consulted and the likely cause of the seizure was due to benzodiazepine withdrawal. The patient was started on lorazepam and keppra with improvement in symptoms. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the stroke was ischemic.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site revealed that that two weeks post ventricular assist device (vad) implant, the patient had a seizure overnight likely due to a benzodiazepine withdrawal. The patient was started on lorazepam and keppra with improvement in symptoms. It was further reported that the experienced an ischemic stroke. Although there was a small stroke in thalamus or posterior circulation, this was not appreciated in the computerized tomography. The patient experience heart failure symptoms and shortness of breath when performing daily activities. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the experienced a stroke. A computerized tomography (CT) scan was performed. A stroke code was called in the morning to evaluate if the patient had a large vessel occlusion (lvo) strokes and salvageable penumbra given the patients focal exam. Given that the CT scan did not show findings of an acute stroke, the onset of the symptoms were assumed to be in the past 24 hours. Although there was a small stroke in thalamus or posterior circulation may not be appreciated in the CT head which may have happened earlier and which may magnetic resonance spectroscopy (mrs). The patient is able to do activities of daily living(adl) independently but does experience heart failure symptoms and shortness of breath, stopping to take rest even climbing half a flight of stairs.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description, the relevant history, the annex e and f codes have been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.